Manufacturer narrative:
Device evaluation summary: during analysis of the sample it was observed to be ruptured. No other anomalies were discovered. Additional testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and experienced rupture on the left side. As a result, the patient underwent removal and replacement mentor memorygel breast implant 275cc, catalog number 3502751bc, lot number 7620348 on (B)(6) 2019. Two devices were received damaged. As a result, both devices are conservatively being reported. This report is for the right side.